Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log files provided by the account confirmed no external power events. The submitted log files contained data from (B)(6) 2019 through (B)(6) 2019. Four, transient low battery hazard and no external power alarms were captured on (B)(6) 2019 and (B)(6) 2019 when the patient disconnected both the black and white cables from the power source. These events were associated with power save mode alarms and the absence of external power to the system lead to the activation of the backup battery (ebb). There was no interruption in pump function and the alarms resolved when the controller cables were reconnected to the power module or fully charged batteries. Despite the observed alarms, no other atypical events were captured and the pump appeared to function as intended, operating above the low speed limit for the duration of the file. The patient remains ongoing on heartmate ii lvas and no further events have been reported at this time. The heartmate ii lvas IFU and patient handbook outline all visual and audible alarms. Furthermore, these documents provide instructions on how to exchange power sources, stating that at least one system controller power lead must be connected to a power source at all times. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device: 4 years and 8 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that a no external power alarm occurred on (B)(6) 2019 and on (B)(6) 2019. Per the account, the patient was confused each night and their wife woke up during each event to see that the patient had disconnected from the power source. The patient's wife was able to reorient the patient and reconnect them to power. The account reeducated the patient during the following clinic visit. The emergency backup battery (ebb) was enabled during each event until the power was restored. No further information was provided.